Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 7000 mcg/ml fentanyl at a dose of 2076.7 mcg/day, 300 mcg/ml clonidine at a dose of 89 mcg/day, and 20 mg/ml bupivacaine at a dose of 5.933 mg/day via an implantable pump non-malignant, failed back surgery syndrome, and chronic low back pain. It was reported that the patient had a pump replacement on (B)(6) 2017 due to normal elective replacement indicator (eri). When the hcp tried to aspirate from the old pump¿s catheter access port (cap), he was only able to get back 0.2 ml and was unable to aspirate any further. They continued on with replacing the pump with no back table prime. The patient was closed up. The representative wanted to confirm how long the patient would be without drug if they left the pump running at the simple continuous rate. The catheter volume was 0.134 ml. The duration to deliver the drug in the catheter was 10 hours and 50 minutes. The duration with no drug had a range of 16 hours 5 minutes to 23 hours 21 minutes. There were no symptoms reported. Additional information was received from a manufacturer representative on (B)(6) 2017. During the procedure, the hcp was unable to aspirate more than 0.2 ml of drug from the catheter. There was no additional troubleshooting performed. No additional actions were taken to resolve the inability to aspirate from the catheter. The cause of the inability to aspirate from the cap was not determined. The inability to aspirate from the catheter had not been determined, the regular operation of the pain pump resumed after the replacement of the pump. The weight of the patient at the time of the replacement was unknown. This information was confirmed with the hcp right after the pump replacement on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.